Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. Deformation and wear of the device were noted. Root cause of the event was most likely attributed to impingement of the liner. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, ¿wear and/or deformation of articulating surfaces.¿ this report is number 3 of 3 mdrs filed for the same event (reference 1825034-2016-00745 / 01397 / 02592).

Event description:
It was reported patient underwent a total hip arthroplasty on an unknown side on (B)(6) 2012. Subsequently, the surgeon noted osteolysis on films during a follow up on (B)(6) 2016. Additional information reported the patient was revised on (B)(6) 2016 due to wear and pain. The head, shell, liner and locking ring were removed and replaced.